Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that two cartridge alarms (alarm 05 and alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of the alarm 06. Additionally, it was reported that multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 165 mg/dl.